Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely for an alert for early signs of lead noise. There were no other electrical anomalies. No changes were made and the patient would be further monitored. No patient symptoms noted.